Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified no defects on the fiber. Microscope analysis found a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was above the threshold for potential patient harm. It is probable that debris adhesion on the surface contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device likely caused or contributed to the observed fiber damage.

Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified that the glass cap has a distal circumferential fracture. The functional testing conducted concluded that firing output rate was above the threshold for potential patient harm.